Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event occurred on an unspecified (on (B)(6) 2025 used as placeholder) and involved a 112" 15 drop primary set w/2 microclave®, remv 3-port nanoclave® manifold, check valve, rotating luer, 1 ext. The customer reported that the IV tubing, that connects to the extension tubing, when trying to disconnect the tube from the extension that the tubing broke off, and end piece of the tubing remained in the extension tubing. The IV was removed from the patient. There was patient involvement; however, harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The device history review (DHR) was reviewed, and no nonconformities were found that would have led to the reported complaint. Updated information in d9 - device available for evaluation, d9 - date returned to mfg null.